Event description:
On (B)(6) 2013, it was reported that the patient had a replacement generator surgery on (B)(6) 2013. Since this time, the patient has had three bad seizures, the last of which on (B)(6) 2013, put her in the operating room. Additionally, the patient has had several staples in the back of her head from falling injuries. Follow up indicated that the neurologist believes the patient's seizures are getting better and that vns is working. The patient went to the emergency room on (B)(6) 2013 because she blacked out during a seizure and her head split open, requiring stitches. No additional information has been provided.

Event description:
It was reported that the cause of the increase in seizures was unknown.